Manufacturer narrative:
Secondary intervention and misaligned deployment. Eval codes, results and conclusions: severely tortuous with two right angle bends.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the week prior to stent graft implant, there was debranching performed from the bifurcate to the ascending aorta and from the innominate to the left common carotid. The vessels were severely tortuous with two right angle bends. It was reported during the deployment of the stent graft the apex of the stent graft started to deploy misaligned but the physician was able to correct the deployment which resulted in inaccurate delivery of the stent graft. (MDR 2953200-2009-01148). The physician placed a second device which was deployed misaligned. (MDR 2953200-2009-01149). The stent graft was pulled back, however, the stent remains deployed misaligned. The physician placed a third stent correctly with no issues. The physician believes the misalignments were due to pt anatomy. No additional clinical sequelae were reported and the pt is stable.